Manufacturer narrative:
The investigation site requested further analysis of the sample. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft3 iii ver.2 results for one patient sample tested on the customer's cobas 8000 e801 module with serial number (B)(4) and the investigation site's cobas 8000 e801 module with serial number (B)(4). This MDR is for the ft3 iii assay. Refer to the medwatch with a1 - patient identifier (B)(6) for the ft3 iii v2 assay. The initial result was not reported outside of the laboratory. The reporter suspected non-specific interference in the roche thyroid assays. The patient sample was rerun in their wako accuraseed analyzer. It was also sent to the investigation site and an outsourced laboratory that uses an abbott architect. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
The patient sample was received for investigation. An interfering factor against ft3 assay antibody/idiotype was identified in this sample as decreased ft3 concentration values using the investigation's research kits were noted. Product labeling states "limitations - interference in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."